Event description:
It was reported that during a supply change the pump displayed a cartridge empty message after a rewind, and the user had difficulty turning the infusion set connector, requiring multiple connectors until a third connector worked, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary interruption of insulin delivery and no alarms beyond the on-screen message. Investigation included user guidance, troubleshooting, and education on proper supply change steps, including tubing fill following rewind. Investigation of this case revealed that the pump status was consistent with normal behavior after rewind prior to tubing fill, and that the connector issue resolved with replacement, indicating a transient connector attachment difficulty. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to supply change and connector attachment.